Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-01941. It was reported that the patient experienced pain at the incision site where the anchors were located. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the leads and anchors were explanted, replaced, and the anchors buried deeper. Issue resolved.